Event description:
It was reported that during procedure, the burr would not spin in cut mode. This occurred prior to burr touching bone. After repeated pressing on foot pedal - e2 error occurred. The anspach drill was unplugged from unit and dismantled to re centre the gears. Plugged the anspach drill back into unit, but did not move. Tried another anspach drill and still same issue. Surgeon did not want to reboot and continue. Another anspach drill was used and the case was converted to brainlab tkr.

Manufacturer narrative:
The device was used in treatment and it was reported that the drill displayed e2 error message during surgery and it would not cut. There was no serial/lot number provided for DHR review so it could not be concluded if the device met the manufacturing specifications. Nevertheless, based on the description of the event, there is no indication of a product failure that could contribute to the reported complications the patient experienced during the surgery assisted with navio system. A complaint history found similar reports, this issue will continue to be monitored. This is an identified failure mode within the risk assessment. The surgical system user's manual released at the time of the complaint (pn 500097 rev b) provides complete and detailed instructions for drill and foot pedal usage and bur control. We could not confirm if there was a relationship established between the reported event and the device. The device was returned for investigation. The local service manager had received the system and set of drills but was unable to find a problem. There was no problem with any of the returned devices.